Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the b30 error is due to physical damage of the electrical contacts in the processor and the output connector. The cause of the damage is due to impact of the scope video connector. The damage caused communication error with multiple scopes resulting in b30 errors. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The olympus field service engineer (fse) evaluated the device and was unable to confirm the reported failure. There was no apparent issue with the output socket. The fse suggested that the customer have both processors sent into to olympus for evaluation / possible socket replacement. The device has not been received to date.

Event description:
A user facility reported to olympus that multiple b30 errors occurred on a video processor. There was no patient involvement, no harm or user injury reported due to the event.